Event description:
It was reported to boston scientific corporation on december 07, 2022 that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a tracheal fistula during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement procedure. During the procedure, when the device was unpacked, it was found that the actual length of the device did not match to the length indicated on the packaging. After observation, the physician found the length of the stent inside the patient was too long. Consequently, the stent was removed with forceps and the length of the stent was measured. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted to treat a tracheal fistula. Per the instructions for use (IFU), "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for the treatment of fistula. **additional information received on 28dec2022** after measuring the stent, it was confirmed that the stent was 1mm longer than its labeled length.

Manufacturer narrative:
Block b5 has been updated with additional information received on december 28, 2022. Block h6: imdrf device code a0203 captures the reportable event of ultraflex tracheobronchial stent size incorrect.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a tracheal fistula during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement procedure. During the procedure, when the device was unpacked, it was noticed that the actual length of the device did not match to the length indicated on the packaging. After observation, the physician found the length of the stent inside the patient was too long. Consequently, the stent was removed with forceps and the length of the stent was measured. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted to treat a tracheal fistula. Per the instructions for use (IFU), "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for the treatment of fistula.

Event description:
It was reported to boston scientific corporation on december 07, 2022 that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a tracheal fistula during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement procedure. During the procedure, when the device was unpacked, it was found that the actual length of the device did not match to the length indicated on the packaging. After observation, the physician found the length of the stent inside the patient was too long. Consequently, the stent was removed with forceps and the length of the stent was measured. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted to treat a tracheal fistula. Per the instructions for use (IFU), "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for the treatment of fistula. After measuring the stent, it was confirmed that the stent was 1mm longer than its labeled length.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of ultraflex tracheobronchial stent size incorrect. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully expanded and deployed. The stent and the shaft were visually inspected and no damages were noted. The outer diameter (od) of the stent was measured and found to be within specification. No damages were noted to the stent and delivery system. The reported event of stent size incorrect could not be confirmed as the stent was found within specification during dimensional inspection. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the ultraflex tracheobronchial stent was to be implanted to treat a tracheal fistula. The IFU states, "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." There is no indication of what the customer reported because the stent was found within specification. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.